Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reports that, without warning, the piston rod stops when it three-quarters of the way complete, causing the insulin delivery to be disrupted and his blood glucose levels to rise out of target range. He states he does not get any warning (such as vibrating, alarming or message) on the pump when the piston rod stops, and this has been occurring for the past 3-4 weeks. No adverse event alleged. A request was made for the return of the device.